Event description:
During pt use, the care taker noticed that the ventilator alarmed audibly and the screen turned black. The silence button was nonfunctional. Reportedly, the ventilator stopped ventilating. The pt became cyanotic. The pt's condition recovered when she was manually ventilated by the ambulance crew.

Manufacturer narrative:
Evaluation summary: evaluation of the returned ventilator was performed. The x-ray confirmed the internal short showing a migration and bridge of the silver conductive material between the parallel traces. The reported failure was confirmed to be due to a short in the inductor l12 on the control board. Replacing the control board resolved the issue.